Event description:
A customer reported to beckman coulter, inc. (Bec) that the reagent probe on unicel dxc 600 pro synchron clinical system was leaking fluid. No erroneous patient results were reported out of the laboratory and no one was injured. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention, and there was no effect to patient or user.

Manufacturer narrative:
The customer had a service performed on (B)(4) 2011 for leaking reagent probes. The event on (B)(4) 2011 has been reported in a separate medwatch report #2050012-2011-04615. On (B)(4) 2011, bec field service engineer (fse) replaced the reagent probe a vacuum valve. The fse verified repair per established procedures. As of (B)(4) 2011, the customer had not contacted bec with requests for further assistance on this issue. (B)(4).